Manufacturer narrative:
Multiple attempts have been made on 13feb2025, 19feb2025, and 26feb2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord was missing. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the power cord was missing. The customer ordered a new power cord. The investigation is ongoing.